Event description:
It was reported that after the balloon was inflated/deflated 6 to 7 times, the user attempted to remove the catheter and binding occurred between the 0.014" guidewire (different MFR) and the catheter inside the pt. The guidewire and the catheter were removed from the body together as a unit. The same catheter and guidewire were used and completed the procedure without any pt injury. It was reported that there was no physical damage observed to the catheter after it was used. This is being reported as a notification only. It is volcano's policy to report all cases where potential volcano device issue causes removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the MFR. During exam, it was observed that the inner lumen membrane had multiple accordion folds inside the balloon towards the balloon's distal end. The distal tip was flared out. A stopcock (not volcano product) was left attached to the y-connector of the device and could not be removed. Some resistance was felt during the guidewire movement test when the guidewire reached the inner lumen membrane folds; however the guidewire did not get stuck inside the catheter at any point. The damage observed is consistent with guidewire being stuck into the catheter and the accordion shape occurs in an attempt to remove the stuck guidewire from the catheter. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU warnings for the imaging balloon catheter states that: "if abnormal resistance while operating the catheter is sensed or if the catheter should become stuck within the blood vessel, be sure to extract the guide wire, the ivus catheter, and the guiding catheter, without pulling with excessive force. There is the risk of injury to blood vessels, catheter breakage, or rupture." The IFU precaution also states: "in the event that the guidewire in the blood vessel becomes stuck in the catheter and becomes inoperable, carefully and slowly remove both the catheter and guidewire together. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage to / separation of the catheter."